Event description:
It was reported that, "groin pain and also sharp pain in his thigh when he moves. Patient was asked to gather medical records and x-rays."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # unk, lot # unk, description: biolox ceramic head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.